Event description:
Patient had duracon tk done 18yrs ago. Knee is being revised for poly wear and instability. Insert exchange was performed.

Manufacturer narrative:
The consulting clinician reviewed the x-ray and picture of the insert, which confirmed that it was worn. However, additional records such as operative reports, clinical history and return of the explanted devices are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had duracon tk done 18yrs ago. Knee is being revised for poly wear and instability. Insert exchange was performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.